Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not available, however, the customer provided photos for evaluation. Visual inspection observed that the access line was perforated resulted in the leak. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex (B)(4) set, an external fluid leak was observed due to a damaged access tube. There was no patient involvement. No additional information is available.